Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that she was off the insulin pump due to a diabetic ketoacidosis. The customer was hospitalized on (B)(6) 2016. Customer's blood glucose level was not reported. The customer removed the insulin pump at the time she admitted to the hospital. The device was not returned.